Event description:
The pump was reported and rec'd from the customer for occlusion alarm/full collection bag alarm. The customer reported no pt involvement/no pt events with this device. During manufacturer testing procedures, the pump was noted to be out of specification for delivery accuracy. With an expected delivery amount of 20.2ml, the actual volume delivered measured 21.4ml. Device specification for this procedure requires actual delivery to be +/-0.8ml from expected.